Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. This report is in reference to mw5079878. (B)(4).

Event description:
A consumer reported following lasik surgery they were left under-corrected. In addition, consumer experienced severe dry eyes and was unable to sleep through the night without the corneas sticking to the eyelids. Consumer constantly had to wake up to use lubricating drops. The eyes burned all day. Their thoughts were consumed with regret over the decision to have the procedure. Their work and relationships suffered and their mental health deteriorated and they felt very suicidal at times. The consumer gets chronic migraines, tension, and pain in the left side of the face and head including the eye itself, brow, scalp, temple, back of the neck and the jaw. The consumer has developed neuropathic pain in the left eye. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.